Event description:
It was reported that during a percutaneous transluminal treatment procedure, the filter malfunctioned. The lesion location and characteristics are unknown. The physician reported that the stainless steel greenfield vena cava filter "misfired". It is unknown if the filter misfired inside the patient or during preparation. It is unknown if the device was implanted inside the patient. No patient complications were noted and the patient's status post-procedure is unknown. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).